Manufacturer narrative:
It was reported the device was not explanted and that there was not allegation against the device or its implant procedure; without its return, no definitive conclusion can be made regarding the clinical observation. A follow-up report will be submitted if additional information is received. (B)(4).

Event description:
Medtronic received information that hypotension was observed during the implant of this transcatheter bioprosthetic valve. The patient lost blood pressure and during cardiopulmonary resuscitation (CPR), the valve dislodged. The valve was snared and pulled up into the ascending aorta and abandoned. A second transcatheter bioprosthetic valve was successfully implanted. The hypotension was treated with medication and the patient's blood pressure was regained. The patient was transferred to an intensive care unit following the implant procedure. The patient subsequently died. The cause of death was not received and an autopsy was not performed; however, the patient¿s physician reported that the hypotension and death were not related to either valve, their function or the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.